Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient endovascular treatment of an abdominal aortic ulcer. It was reported that the patient presented with right leg pain. The patient was diagnosed with occlusion of the endurant stent graft. The physician implanted a balloon expandable stent from the right ipsilateral limb to the right common iliac artery at the level of the aortic bifurcation. The event was resolved. The patient re-presented with right leg pain. There was stent graft occlusion. The physician performed a femoral-femoral graft bypass and the blood flow was restored. The physician stated that the cause of the event was related to the patient¿s anatomy, tight stenosis pre procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.